Manufacturer narrative:
Evaluation: method = x-ray. Evaluation summary: as returned, vegetation-like growth is evident in the tissue at both the inflow and outflow aspects of the valve. The deposits may have contributed to stenosis. Moreover, minimal host tissue overgrowth is detected at the stent inflow and the stent outflow. No inconsistencies were detected in the x-ray as the wireform is intact. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The complaint database indicates no other infection/endocarditis related report on any devices processed under the same sterility lot of the subject device. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. There has been no indication of a device quality deficiency that may have caused or contributed to this event.

Manufacturer narrative:
(B)(4) - infected. Device not returned.

Event description:
It was reported that a valve was explanted after approximately 6 months of implant duration. Per the operative report, tee showed 1+ aortic regurgitation. "There did appear to be some aortic regurgitation. The aorta was opened with a transverse aortotomy. An intact porcine valve with no sign of leaflet damage was found. No sign of annular abscess was found. There was slimy material on the valve itself, the sewing ring and around the aortic area. This appeared more like what you see with staphylococcus epidermis. There was not much invasion of tissue. This area was cleaned with gentamicin. The valve was sent for cultures along with the pledgets. Gram stain showed gram-positive cocci."